Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device was not switching on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely and determined that due to a defective ac power module, the device did not turn on. To resolve the issue, dfm100 ac power module (453564488951) was replaced and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be due to a defective ac power module. The root cause of which could not be determined. The reported problem is confirmed.